Manufacturer narrative:
Device history record for the reported lot was reviewed and no issues were observed. The device manufacturing site was contacted and reported no anomalies in particulate count for the months of manufacture for the reported lot. The lot was also confirmed to have passed specifications for sterilization, bacterial endotoxin testing, package leak testing, and package seal testing. Product was manufactured, sterilized, and released per validated procedures. The sample was discarded at the user facility, so no device evaluation could be performed. No issues could be confirmed with the reported device.

Event description:
User facility reported the following "endophthalmitis s/p cataract/kdb 5-3-23. Pt was seen by retina and received an intravitreal injection of dexamethasone, ceftazadime, and vancomycin. Culture was also obtained, which did not grow anything. Vision was hand motion when seen on (B)(6) 2023. As of (B)(6) pt had vision of count fingers at 1 ft."